Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level was 160 mg/dl. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Upon follow up, the battery was working as intended and holding a charge.